Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in section a4 as the customer's weight was not provided.

Event description:
The customer called ascensia customer service to receive assistance with his contour next ez meter. During troubleshooting, the customer performed three control tests with the meter and obtained readings of 150 mg/dl at 4:42 a.m., 151 mg/dl at 4:43 a.m. And 191 mg/dl at 4:44 a.m. The meter did not automatically mark them as control tests, and so the readings will be displayed as blood results when accessing the meter's memory. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The customer did not return the suspected device for evaluation. Therefore, an in-house testing was performed with the in-house contour next ez meter, in-house contour next test strips and in-house contour next control solution from lot # 3bv2g14. The control readings obtained with the in-house testing were properly marked as control tests in the meter's memory.

Manufacturer narrative:
The customer returned the suspected contour next ez meter for evaluation. No test strips or control solution were returned. Therefore, an in-house testing was performed with the returned meter, in-house contour next test strips and in-house contour next control solution from lot # 3bv2g14. The control readings obtained with the in-house testing were properly marked as control tests in the meter's memory

Manufacturer narrative:
UDI related data quality updates only: sections d1 (brand name) and d4 (catalog # and UDI #) have been updated.